Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Using the returned battery cap, the pump powered up to a dim and discolored display screen with auditory and vibratory features. The battery compartment was found to have cracked below the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and the battery compartment was found to have cracked. This report is made based on the results of investigation completed on (B)(4) 2014.